Event description:
Portacath which had been implanted 06/22/1998 had to be removed in o/r because of a hole in the catheter. It appears the distal end of the catheter had thrombosed resulting in a blowout when the port was flushed.